Manufacturer narrative:
(B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for crep2 creatinine plus ver.2 (crep2) on a cobas integra 400 plus. The initial crep2 result was 2.07 mg/dl. This result was reported outside of the laboratory where it was questioned by the doctor. The sample was repeated within an hour and the result was 1.04 mg/dl. The repeat result was reported outside of the laboratory as a corrected result within about an hour. The customer does not think the patient was treated based on the result of 2.07 mg/dl. The patient did have a cat scan and the cat scan was performed without contrast media due to the high result. After the repeat result was received the cat scan was repeated using contrast media. The customer is not aware of any other patient treatment and does not have any additional patient information to provide. There was no allegation that an adverse event occurred. The crep2 reagent lot number was 19065501 with an expiration date of 06/30/2017. The last preventive maintenance was performed on (B)(6) 2017. The customer thinks the issue was due to a sampling issue and replaced the sample probe. The customer believes the issue was resolved by replacing the sample probe and declined a service visit.

Manufacturer narrative:
Medical assessment of the event stated the decision to perform a cat scan cannot be assessed as the medical background of the patient was not available. It cannot be excluded that other factors (symptoms, clinical picture) led to this decision. A product problem was not identified.

Manufacturer narrative:
The customer is not having any further issues.

Manufacturer narrative:
Based on the information available for investigation, there is no information to suggest a systematic instrument hardware or software problem. Further investigation of the issue was not possible as the customer declined a service visit. The customer thinks the issue was due to sampling issue which is often caused by pre-analytic factors such as improper sample storage, sample preparation or poor sample quality. These issues can cause sample probe blockages by gel or fibrin. A specific root cause could not be identified. A pre-analytic issue cannot be excluded.